Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.

Event description:
It was reported that the patient had bloody stools for two weeks, however, they had no abdominal pain or hemoptysis. Changes were made to the patient's anticoagulation medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was admitted on (B)(6) 2022. Changes were made to the patient's anticoagulation medication which resolved the bleeding. A colonoscopy was performed, but nothing was found. Bright red blood per rectum was noted, but no source was identified. The patient was discharged on (B)(6) 2022.